Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). It was noted there was also an error message. Subsequently, the device was explanted and replaced successfully. There were no additional adverse patient effects reported.